Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an insulin occlusion alert occurred, after which multiple infusion set changes were performed and blood glucose remained above 300¿400 mg/dl for about 10 hours, with one set change revealing site leakage and a bent cannula; insulin delivery was suspended on the device and a subcutaneous insulin injection was administered. Symptoms included hyperglycemia without reported ketosis, loss of consciousness, dizziness, or other acute complications. Outcomes included temporary interruption of usual device therapy and use of backup subcutaneous insulin, without emergency care or hospitalization. Investigation included customer interview and review of use conditions. Investigation of this case revealed evidence of infusion site leakage and a bent cannula consistent with interrupted insulin delivery; no device malfunction was confirmed. It was concluded that hyperglycemia occurred due to unclear cause, with contributory factors including infusion site leakage and bent cannula; the device function could not be fully assessed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.